Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected intermittent high out-of-range right ventricular (rv) lead pacing impedance measurements along with evidence of oversensed noise and loss of capture (loc). The noise observed is consistent with lead-on-lead contact. No adverse patient effects were reported.